Event description:
It was reported that during an ladg procedure, the hand switch did not function properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.